Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post stenting procedure, death occurred. In (B)(6) 2012, the patient presented due to unstable angina (braunwald classification¿ iii b) and was referred for cardiac catheterization which revealed the target vessel. The 85% stenosed target lesion was an ostial lesion located at the distal portion of saphenous vein graft to ramus which was 10 mm long with a reference vessel diameter of 3 mm. The lesion was treated with predilatation and placement of a 3.00x12mm promus element plus drug eluting stent with 0% residual stenosis. The patient was discharged the one day post procedure on aspirin and clopidogrel. In (B)(6) 2013, the patient expired. Per death certificate the cause of death is "coronary artery disease".